Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Hip revision performed on (B)(6) 2015 by dr (B)(6). Patient underwent primary thr in 2002. The acetabular component (metal on metal articulation) was revised in (B)(6) 2012, after patient experienced localized adverse reaction to metal debris in hip joint, to a pinnacle constrained liner. Original femoral stem not revised. 4 days before revision, patient sat down heavily and experienced immediate and intense pain in hip joint. X-ray revealed a dislocated prosthetic hip joint. During surgery, joint was found to be dislocated, cup and stem remained solid, locking ring on constrained liner still intact and insitu. Liner and head replaced, joint reduced and found to be stable post-operatively. X-ray photo available. Patient initials: (B)(6) years old, dob (B)(6) 1934, 175cm. No further information is available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.